Event description:
Covidien endo gia universal autosuture stapler #030449 was inserted into chest and placed over lung tissue to be excised. Upon firing, the device snapped, did not form staples properly and cut tissue resulting in tear of lung. The lung tissue was too thick. Device sent to biomed for examination. Biomed will return to covidien for analysis.